Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 french destination sheath and dilator were returned for product evaluation. The components were visually examined. No visual abnormalities were observed on the sheath nor the dilator. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve passed leak testing in the first instance and failed in the second. The valve was then deconstructed and examined. An off-center tear was visible on the valve. The complaint can be confirmed for valve leakage due to the sample failing leak testing. Based on the location of the tear on the valve, the leakage was likely caused by off-center insertion of the dilator in the valve. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure and effects analysis (dfmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: potential lot, 0000250507. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter establishment name: (B)(6). Initial reporter occupation: registered technician (rt). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the guiding sheath of the destination device involved leaked, and all the contrast media came out. At the beginning, the guiding sheath was okay; however, after about thirty (30) minutes the user was not able to apply contrast media (cm). Suddenly, there was a hole. Through the hole, about 20 millimeters (ml) of cm came out. The patient was okay. There was no harm to the patient.